Event description:
A discordant, falsely low alpha-fetoprotein (afp) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s) as it did not match the patient¿s clinical history. The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low afp result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample probe due to a poor sample probe angle dispense. Quality controls were run, resulting within range. The cause of the discordant, falsely low afp result was a faulty sample probe. The instrument is performing according to specifications. No further evaluation of the device is required.